Event description:
The following was reported to davol via maude event report (B)(4): alleged "had a hernia repair on 2014. Bard mesh was used. Having constant sharp and burning pain. Had no use of bladder for 7 weeks. Still having pain and burning, tired and weak all the time." Per follow up with patient: on (B)(6) 2014, the patient underwent a right side inguinal hernia repair with implant of the bard/davol 3dmax mesh. During this procedure the patient stopped breathing twice and was put on the ventilator. Postoperatively the patient was not urinating, however, the md assured the patient that once the anesthesia wore off his bladder function would return. On (B)(6) 2014, the patient presented to the ER as he had not urinated since the surgery. The ER referred him to a urologist. Md told the patient he was given too much anesthesia which was causing these issues. The patient later began to have sharp and burning pain and returned to the implanting surgeon. A CT scan indicated no findings. The patient was referred to the pain clinic for nerve block injection which he continues to receive, however, with very little relief. Patient states that when he receives the injection the longest duration of relief has been a day and a half with as little as and hour or two at times. The pain is constant but becomes worse when standing or during physical activity. On (B)(6) 2015 the patient saw the implanting surgeon who has indicated additional surgery may be performed. The surgeon recommends the patient complete a full 12 months of the nerve block injections to see better results.

Manufacturer narrative:
At this time, based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged post implant pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected to include both required intervention to prevent permanent impairment/damage and disability or permanent damage. Corrected to include the manufacturing site registration number not provided on follow up #1.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: device not returned.